Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of 2500 ohms. At this time, pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.